Event description:
It was reported that almost 2 years post direct stenting of a 4.0x15mm xience v stent in the de novo mid right coronary artery (mrca) and direct stenting of a 4.0x28mm xience v stent implanted in a restenosed 4.0x15mm vision stent in the proximal right coronary artery (prca), during an unrelated hospitalization, the patient experienced angina. Cardiac work-up was negative; however, per angiogram, the stents were found to be totally occluded. No intervention was performed as the patient has collateral support. Medical management is the current plan. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of myocardial infarction is listed in the xience v instructions for use as a known adverse patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial and follow-up report, additional information received revealed that on (B)(6) 2011, the patient experienced a myocardial infarction (mi). There was no additional information provided.

Event description:
Subsequent to the initial medwatch, on (B)(6) 2011, the patient was hospitalized due to respiratory distress. The patient was stabilized; however, on the morning of 1/1/12, the patient was found in cardiac arrest and subsequently died. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of angina and restenosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v was delivered without pre-dilatation (direct stenting) to treat restenosis of a previously implanted multi-link stent. It should be noted that the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.25 mm to 4.25 mm. The IFU also states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this case, the lack of pre-dilatation or improper use to treat restenosis of a previously implanted stent do not appear to have directly caused or contributed to the reported patient effect that occurred after the index procedure. The other xience v and vision stent are being filed under separate MFR numbers.

Manufacturer narrative:
(B)(4). The reported patient effects of respiratory distress and death, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.